Event description:
Overdelivery of primary solution and underdelivery of secondary solution reported. The pt was receiving medication in an outpatient clinic. The pump was set to deliver zofran 50ml to infuse over 15 or 30 minutes on the primary line and maintenance fluid of either normal saline or d5 1/2 normal saline 1000cc at 125ml/hr to run over eight hours on the secondary line. While the pt was still in the clinic at 1300 a chemo infusion(unspecified type) of 250ml was hung to infuse over one hour on the primary line. At 1420 a second bag of chemo , cysplatin in 1000cc to infuse over 42cc/hr was hung on the primary line. The pt was admitted to the hosp from the clinic as planned. At 0130 the nurse saw that the pump battery light was on but the pump was plugged in at the time. The nurse unplugged and replugged the pump and the light went out. At 0300 the secondary bag of maintenance fluid was empty 14 hours and 40 minutes after it was hung and a second 1000cc bag was hung on the secondary line. At 0330 the primary line cysplatin was noted to have emptied infusing in 13 hours finishing eleven hours too early. No pt harm was reported.